Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the delivery date, it was found no irregularities. Based on the past similar cases, it was known that the failure of releasing the loop occurred since the loop was tangled between the hook and the coil sheath. The reason for the entanglement is considered as follows. *the loop was removed from the hook when the coil sheath was not extended from the tube sheath. The above device handling has warned in the instruction manual as follows. Do not try to forcibly withdraw the instrument from the endoscope when the loop cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. If the loop cannot be detached from the instrument, follow the procedures described in this section. If there are any deviations or crushed sections on the distal end of the coil sheath, it may not be possible to detach the loop from the instrument. *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
During a colonoscopic polypectomy, the subject device was used to ligate a pedunculated polyp. The user was able to surround the polyp with the open loop but could not ligate the polyp. The user retried it several times, but the user could not ligate the polyp. Since the patient was awaking from anesthesia due to the extended operation time, the user canceled the procedure. The patient was transferred to another facility. We could not get any information about treatments after the transfer, and consequences of the patient. On april 25, 2019, we got the following additional information: *the loop could not be released from the subject device. The user cut off the loop with the loop cutter and withdrew the subject device from the patient.